Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date:(B)(6). Event description: while placing the tubing in the pump keytruda began leaking from tubing near the blue part that is placed in the pump. Tubing clamped but medication did drip on floor, pump, nurses gloves and shoes, since clamp was below the leak. Treatment was delayed for 45 mins until drug could be remade. (B)(6) 2026: no serious injury but treatment was delayed for 45 mins when the drug had to be prepared again.